Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection. Reportedly, the patient appears to have an infected pocket. The field representative called to inform that the system was explanted by dr. (B)(6) at (B)(6) hospital. The patient now has similar reaction to the new device over approximated same time frame. A revision was performed and both the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead was returned but there was no analysis performed.